Manufacturer narrative:
A couple of photos were shared by customer, where embedded debris on the blue body is shown, additional something thing and black looks like hair, is observed over the sample. No additional damage or anomalies are observed. The complaint of particulate matter can be confirmed based on the photos shared by the customer. However, since no product sample was received for investigation, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that on various unspecified dates, a chemolock¿ injector, bulk non-sterile was noticed to have "embedded debris." The event occurred during the inspection. There was no patient involvement.

Manufacturer narrative:
The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.